Event description:
The home patient's spouse noted a leak between the transfer set and the pt line of the homechoice cassette. Baxter's technicial service center assisted the home pt's spouse in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt.